Manufacturer narrative:
This report is submitted on march 2, 2023.

Event description:
During the implant surgery, when performing the insertion of the electrode and removing the positioning sleeve, the sheath broke and the distal end of the piece remains in the window, which caused a delay in the surgery and therefore a longer anaesthetic time. The end of the sheath was retrieved.